Manufacturer narrative:
Acumed insurer forwarded a copy of a letter from a legal counselor alleging the failure of an acumed cable. No other details, including the time frame for the incident, failure mode of the part, or part/lot number, were provided.

Event description:
Cable failed necessitating revision surgery.